Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle came off the swage. The needle was retrieved and there were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The needle and suture were visually inspected for attribute defects. The needle had a normal swage with no marks on the needle by use of a needle holder. No defects were found on the suture. The suture did not have sufficient insertion. The assignable cause is a short insertion.